Manufacturer narrative:
The investigation found no damages or defects that would result in a failure to deliver insulin. The patient history buffer (phb) data was reviewed, and the algorithm was observed to appropriately adjust to estimated glucose values (egvs) and user inputs. The device was found to operate as intended. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 24-36 hours of pod wear on the arm. It was further reported that the patient received an automated delivery restriction alarm earlier in the day, at which time blood glucose levels were approximately 300 mg/dl. Following the alarm, the patient switched the omnipod system to manual mode and performed physical activity, after which blood glucose reportedly decreased to approximately 110 mg/dl. Blood glucose levels were subsequently reported to increase and did not decrease despite administering approximately eight correction bolus doses, with readings displayed as ¿high¿ on the omnipod system, indicating blood glucose levels above 400 mg/dl. No issues with the pod were identified at that time. The patient then began feeling unwell, with symptoms including vomiting, prompting his spouse to seek medical attention. The patient was transported to the emergency room, where he was diagnosed with hyperglycemia, diabetic ketoacidosis, and severe dehydration. Blood glucose levels were reported to measure 580 mg/dl upon evaluation in the emergency room. Treatment during medical evaluation included intravenous fluids and insulin infusion. The patient remained in the emergency room for approximately 12 hours and returned home the following day, on (B)(6) 2026.